Event description:
Abbott followed up with the customer regarding two failed calibrations for the axsym rubella igg assay. The customer successfully calibrated the assay after cleaning the optical lens and performing meia optic calibration. The customer stated the calibrations failed following centrifugation of calibrator 1. Upon follow up with the customer, the customer generated quality control and patient results and determined the values were concordant. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.